Event description:
As reported by project manager: (B)(6) "patient admitted having left knee aspirated on (B)(6) 2022 as had sudden onset of pain and swelling was discharged (B)(6) 2022. Patient seen by consultant in clinic on (B)(6) 2022, aspirate was negative, pain and swelling had improved."